Event description:
It was reported that a signal artifact monitor (sam) episode occurred on this pacemaker device due to oversensing of the minute ventilation (mv) feature. As a result, the mv feature was automatically switched by the pacemaker device to operate on the right ventricular (rv) lead. There was also a high out of range (oor) pace impedance measurement ring to can on the right atrial (ra) lead at the time of the sam episode. In addition, it was noted by the healthcare provider (hcp) that there was a lead safety switch (lss) which occurred approximately one (1) year ago and the rv lead remains in the unipolar configuration. The ra and rv leads are not boston scientific products. The patient was noted not to be pace dependent. Boston scientific technical services (ts) suggested to the hcp to consider programming the rv lead to a split configuration of unipolar pacing and bipolar sensing to avoid any potential rv oversensing of noise which could result in pacing inhibition. Ts suggested the ra lead could also be programmed to a split configuration to avoid a possible lss on the ra as well. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that a signal artifact monitor (sam) episode occurred on this pacemaker device due to oversensing of the minute ventilation (mv) feature. As a result, the mv feature was automatically switched by the pacemaker device to operate on the right ventricular (rv) lead. There was also a high out of range (oor) pace impedance measurement ring to can on the right atrial (ra) lead at the time of the sam episode. In addition, it was noted by the healthcare provider (hcp) that there was a lead safety switch (lss) which occurred approximately one (1) year ago and the rv lead remains in the unipolar configuration. The ra and rv leads are not boston scientific products. The patient was noted not to be pace dependent. Boston scientific technical services (ts) suggested to the hcp to consider programming the rv lead to a split configuration of unipolar pacing and bipolar sensing to avoid any potential rv oversensing of noise which could result in pacing inhibition. Ts suggested the ra lead could also be programmed to a split configuration to avoid a possible lss on the ra as well. The products remain in-service. No patient symptoms or adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.